Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The logs for the navigation system were sent in and reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. Following log analysis, the representative returned to the site and replaced the computer for the navigation system to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when entering the digital intercommunication of medicine (dicom) query retrieve (q/r) portion of the software. The navigation system was reported to be unresponsive to the ctrl+alt+delete prompt from the user. A hard restart with the power button was performed, and on the third attempt the system powered on. The computer of the navigation system was reported to have powered on and that the mouse and touch screen became unresponsive when entering dicom qr a second time. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.